Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. Reportedly, the customer attributed low bg to being a new pump user and getting adjusted to the pump settings. At the time of the reported event, the customer was not experiencing any issues.